Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a low intrinsic amplitude as well as an out-of-range (oor) high pacing impedance of greater than 2000 ohms. The patient is entering hospice care soon and it is unknown if any intervention will be done to alleviate these issues. To date, no adverse patient effects have been reported.